Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Based on the information provided and/or service performed, the customer's alleged malfunction could not be confirmed.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the o2 valve to resolve the problem. The unit was then functionally tested and successfully passed specified tests.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported oxygen valve liftoff failure. The remote manufacture service technician advised to swap the o2 valve motor controller with another of the controllers. The customer replaced the o2 (oxygen) valve and the vent now operates without going vent inoperable for error code consistent with oxygen valve liftoff failure. The customer indicates now, in ventilation mode w/oxygen set to 60%, the vent is alarming for low o2 supply. The remote manufacture service technician had the customer set o2 to 21% and the alarm cleared. At 22% there was no alarm, same results at 30% o2. At setting of 50% o2 the low o2 supply alarm came back. The remote manufacture service technician advised to try with a different o2 source. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.